Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned product was confirmed to be fractured, however, the fractured portion of the drill was misplaced during the investigation process. Hardness testing performed on the remaining portion of the drill confirms that the device met specifications for material hardness. The device history records were reviewed and no disrepancies were identified. As the surgical technique was followed, a definitive root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma procedure for a fractured pelvis, the drill bit tip fractured and remained in the patient's bone. No further patient consequences have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.